Event description:
Company representative reported "the sleeve does not hydrate appropriately, which makes it more difficult to manipulate the implant since it does not slide easily inside the sleeve which ultimately caused the implant to rupture". 5 cc betadine was used in a solution of approximately 500 cc of saline to hydrate the funnel.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a the device was not used.

Event description:
Company representative reported "the sleeve does not hydrate appropriately, which makes it more difficult to manipulate the implant since it does not slide easily inside the sleeve which ultimately caused the implant to rupture". 5 cc betadine was used in a solution of approximately 500 cc of saline to hydrate the funnel.

Manufacturer narrative:
Fi (further investigation) results: the sample was not returned for evaluation. _____________________________________________________________ sample investigation for event code: lubricity two videos were evaluated on 8-may-2023. The videos were included in email thread. The following observations were made from the attached videos: the packaging components were not visible; therefore, the respective catalog and lot numbers of the insertion sleeve could not be confirmed. In one video, the insertion sleeve (breast implant within) was observed to be in use by a medical professional. The medical professional attempted to propel the breast implant through the insertion sleeve and was unable to. The polyvinyl chloride (pvc) film of the insertion sleeve appeared stiff and rigid with little flexibility. It is not apparently clear if the insertion sleeve was sized prior to use; however, the sizing edge does not appear even/ smooth. No apparent cuts or tears were observed within the insertion sleeve. In the second video, what appears to be a ruptured breast implant and the used insertion sleeve were observed. A coating evaluation to determine if the proper surface was lubricated cannot be performed since the sample was not returned to the lake county complaint lab. Since the insertion sleeve appeared stiff and rigid and since the breast implant could not be propelled through the insertion sleeve by the medical professional, the reported complaint of lubricity is confirmed. The probable cause for the stiff and rigid appearance of the insertion sleeve and inability to propel the breast implant is unknown, however complaint handling cannot be ruled out. The insertion sleeve was removed from the inner and outer tyvek packaging pouches and use was attempted; therefore, insufficient hydration of the sleeve is likely. _____________________________________ conclusion: the reported complaint of lubricity is confirmed since the insertion sleeve appeared stiff and rigid and since the breast implant could not be propelled through the insertion sleeve by the medical professional as shown in the complainant supplied video. A coating evaluation to determine if the proper surface was lubricated cannot be performed since the sample was not returned to the lake county complaint lab. The probable cause for the stiff and rigid appearance of the insertion sleeve and inability to propel the breast implant is unknown, however complaint handling cannot be ruled out. The insertion sleeve was removed from the inner and outer tyvek packaging pouches and use was attempted; therefore, insufficient hydration of the sleeve is likely.